Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted the mitraclip instructions for use states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of leaflet immobilization, single or multiple valve orifices, limited leaflet mobility relative to the tips of both clip arms, adequate mitral regurgitation reduction. All available information was investigated and the user error of not confirming the leaflet coaptation and insertion contributed to the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip (81030u179) was implanted and was stable on both leaflets. To further reduce mr, a second clip delivery system (cds 81120u133) was advanced; however, the clip would not open. The cds was removed and replaced. When positioning a second clip, the first clip detached from the posterior leaflet and remain attached to the anterior leaflet (slda). There was no interaction between the two clips. It was noted that leaflet coaptation and insertion was not confirmed in all views. The second clip was placed lateral to the first clip. A third clip was placed medial of the first clip, stabilizing the slda clip and reducing mr to 3. There were no adverse patient effects. No additional information was provided.